Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.0 x 18 mm xience v stent in the proximal left anterior descending artery. During pre-dilatation using a 3.0 x 12 mm nc trek dilatation catheter, a dissection occurred. Additional dilatation was performed to treat the dissection and the procedure continued. Post procedure, the patient's cardiac enzyme levels were elevated. No treatment was provided and the enzyme elevation resolved the following day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of vessel dissection is listed as a known adverse event in the rx trek instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.